Event description:
It was reported that the patient experienced a return of their tremors for a brief period which coincided when charging the deep brain stimulation (dbs) implantable pulse generator (ipg) battery. The tremors eventually subsided for the duration of his charging session. The database analysis performed identified a bluetooth fault code when charging the dbs ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.